Event description:
Boston scientific received info that this device and right ventricular lead recorded a ventricular tachycardia episode. The field rep contacted technical services and suspected loss of right ventricular capture. The pt was not symptomatic. The field rep increased the ventricular output on the device and will discuss the findings with the physician. Boston scientific did not make the event date available.